Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The battery packs were replaced. The battery charger board, and power cap module were replaced. The system is operating as intended.

Event description:
The customer reported that the 9900 system displayed a pre-charge voltage error message at boot up. No pt injury was reported.